Event description:
Customer reported via phone call to have received two check settings alarm and was not able to clear. Customer's blood glucose was 213 mg/dl. Customer was advised that insulin pump would be replaced due to when alarm was received.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was set to the proper date and time. The insulin pump passed the self test and the displacement test. No unexpected check settings alarm was noted. The insulin pump functioned properly. The insulin pump was received with a cracked reservoir tube lip.